Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The device would not power on due to a blown fuse. The device was repaired and returned to olympus loaner stock. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A biomedical engineer from the user facility reported to olympus that a loaner device would not power on. The biomedical engineer further explained that a boom was reportedly moved too close to the unit and the device was knocked off a table. They saw a bright flash of light and the unit would not turn on. There was no harm or injury reported. There was no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device had been previously inspected by olympus, therefore a service history review will replace device history review. On may 05, 2020, the device was inspected by olympus as an asset return with no problem report. The unit passed all functional and leakage current test, all the output powers are within specifications. This device was manufactured in february 2015 by (B)(4) inc. The device was returned to olympus with the user's request that the device did not turn on. The ur was confirmed and found the device could not turn on due to burned fuse. Additional findings were deep dents and scratches on the front panel, missing bumper, faded generator symbol label and suction warning label. Physical damages found on the device could be attributed to user mishandling. The instructions for use (IFU) includes the following: the blown fuse phenomenon is addressed on page 36 and 38 of the device IFU, it provides problem description may result from blown fuse and the solution to correct this issue. Besides, to avoid inadvertent damage, the IFU advises "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage" (page 7).